Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device had shut down unexpectedly. Troubleshooting was performed, and that the device had a bad power cord. It was reported that the power cord was replaced.